Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons of the insulin pump had frequently no or intermittent response on pressing. Customer¿s blood glucose level was unknown. Insulin pump was not dropped or exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.